Event description:
Patient got up to go to bathroom and used wheelchair for rest. Patient folded up wheelchair and lacerated his finger. Steristrips applied, but they would not hold the wound closed. Patient went to ER for dermabond. No sharp areas found on wheelchair.